Event description:
Upon further review it was identified that in the surgeon's opinion, the iol did not cause or contribute to the event. The iol was explanted due to a refractive surprise.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient had a mechanical complication and the lens was removed on a secondary surgery. Additional information has been requested.